Event description:
Customer reported she had dropped her insulin pump. Customer's blood glucose was 228 mg/dl. Customer reported the device was cracked because she had dropped it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The device was received with cracked case at display window corners, display window and battery tube threads. The device was received with minor scratched lcd window. The device was received with stripped battery cap coin slot.